Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #2) device may have caused or contributed to the reported event. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records & legal claim: (B)(6) 2005: the patient was diagnosed with an incisional hernia and underwent repair with implant of a sepramesh (device #1). Per the operative report details, ¿a piece of sepramesh6 inches x 8 inches was placed over the fascial closure and secured to the fascia using a protacker stapling device (non bard/davol). On (B)(6) 2006: the patient was diagnosed with abd pain and underwent excision of abd wall mesh sepramesh (device #1). Per the operative details, ¿this portion of the mesh (sepramesh) was not incorporated. There was a small amount of fluid around there, but no signs of infection. The mesh and coils from the protack stapling device were all completely excised.¿ on (B)(6) 2016: the patient was diagnosed with an incisional hernia and underwent repair with implant of a bard/davol ventrio st (device #2). On (B)(6) 2017: the patient complained of periumbilical abd pain, dysphagia with vomiting and underwent an upper gi endoscopy.